Event description:
It was reported that during implant attempt the lead was unable to be placed in the target location due to the helix not extending after 30 rotations. The lead was not implanted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis revealed no anomalies were found. (B)(4)